Event description:
In 2007, abbott point of care was contacted by a customer who reported during a correlation study, the I-stat prothrombin time results were high compared to the results yielded by lab instrument, stago.